Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report touchscreen failure. The customer requested a quote for the touchscreen. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report touchscreen failure. The customer requested a quote for the touchscreen. The investigation is ongoing.